Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) was replaced to correct the reported issue.

Manufacturer narrative:
This supplemental correction #2 for MDR 2112667-2024-00569 is being filed to correct the b3 incident date from (B)(6) 2023 to (B)(6) 2024.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported there was an error that results in an inability to initiate mechanical ventilation. There was no patient involvement.